Event description:
Reporter alleged the lancet needle sticks out beyond the lancet device cap. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.